Event description:
57-year-old female with past medical history of recurrent deep vein thrombosis and pulmonary thromboemboli, hypertension, and copd presented on (B)(6) 2019 with complaint of right upper quadrant abdominal pain and was diagnosed with acute cholecystitis. She underwent laparoscopic cholecystectomy and placement of inferior vena cava filter. Patient was discharged on (B)(6) 2019. After discharge, patient was found deceased. Autopsy was requested by patients family. Anatomic preliminary diagnosis found retroperitoneal hemorrhage (a. Right retroperitoneal hematoma, b. 6 struts of an inferior vena cava filter perforating the wall of the inferior vena cava). The autopsy findings noted that the cholecystectomy surgical bed was free of undue hemorrhage or evidence of infection. The autopsy findings are preliminary, histologic examination is pending.

Event description:
Preliminary results which showed a possible pierced ivc from an aln ivc filter which resulted in the death on a patient.